Event description:
A us dist returned monitor sn (B)(4) and reported that the monitor response buttons weren't functional.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) was completed. The reported problem (response buttons non-functional) was confirmed. Upon investigation the rear response button was not functioning properly. The response button switch was physically damaged. The root cause for the damaged response button switch was physical abuse. No adverse event resulted from the defective monitor.